Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a patient underwent a right ventricle leadless pacemaker (rvlp) implant on (B)(6) 2025. The operation went smoothly and all parameters were normal. Later than night, the patient's blood pressure dropped. Echocardiogram was performed and revealed no pericardial effusion. Despite two hours of resuscitation efforts, the patient passed away. The physician considered that rvlp was not related to the patient 's death. The physician considered that the possible cause of death was acute heart failure and sudden cardiac death.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.